Event description:
Erratic readings. He rec'd bl0od glucose readings of 197 and 195 mg/dl. A few minutes later, he got a reading of 91 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event. Customer service was going to sent control solution to further troubleshoot the meter.